Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the drill bit broke off when grounding during reprocessing at the user facility. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Event description:
It was reported that the drill bit broke off when grounding during reprocessing at the user facility. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
H2: device evaluated, at manufacturer, found broken and stuck bur in attachment. H6: the quality investigation is complete.